Event description:
Healthcare professional reported "intracapsular rupture" via MRI. Later healthcare professional reported "shape changes" and "breast has dropped". This is for the left side. Devices was explanted and replaced with non-abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture, shape changes, and breast has dropped. Device remains implanted.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch #1 should have been listed as 19aug2025.

Event description:
Healthcare professional reported "intracapsular rupture" via MRI. Later healthcare professional reported "shape changes" and "breast has dropped". This is for the left side. Devices was explanted and replaced with non-abbvie. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on october 15, 2025, with lot number 2868342. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side rupture, shape changes, and breast has dropped. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a.

Event description:
Healthcare professional reported left side rupture, shape changes, and breast has dropped. Device remains implanted.